Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. Tpn (total parenteral nutrition) was reportedly leaking at the prepierced y-site during an infusion. There was no other reported physical damage on the device. The set was replaced, and therapy resumed. There was patient involvement but no patient harm.

Manufacturer narrative:
Received one used list# 142560488 primary plum set. As received no damage or anomalies were observed. The set was leak tested per specification. No leakage was observed. The complaint of leakage at the y-site cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12aug2024.